Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that the rep believes it was very accurate to the level, but the site was just on the wrong level and claims it to have been the navigation system. The rep believes the issue was surgeon / user error.

Manufacturer narrative:
H2: additional information was received and added in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The inaccuracy was approximately 2 cm off.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case, there was an alleged software anomaly and the navigation system showed another spine level that wasn't there. The surgical team navigated l3, but when taking confirmation shots with c-arm, the work had been completed on l4. A manufacturer representative (rep) reported that screw placement was correct, but that the surgeon claimed that the navigation system had added another level onto the spine model. The extent of surgical delay (if any) is unknown. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.3.2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for additional information and section a1 and a3a for new patient demographics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no surgical delay. Navigation was accurate, but was alleged on the wrong level.